Event description:
Pt was admitted to the hospital with severe upper quadrant pain that initially presented as possible heart problems. Gall bladder disease was later identified. Pt was admitted for an emergency laparoscopic cholecystectomy. The device was inserted without difficulty. Once inside it was identified that the gall bladder was gangrenous and that the pt was potentially suffering from systemic infection. After approximately two hours into the surgery, the surgeon noticed on camera pieces of the trocar inside the abdomen. When the surgeon withdrew the trocar they noticed that the bottom portion of the cannula had shattered into many pieces. Another device was opened and placed into the port for further viewing. The second device was taken out, and it was noted that there was a hairline fracture in the cannula and a piece of the tip missing. The pt was converted to open. The abdominal area was irrigated, suctioned, and the irrigation fluid was strained to ensure that all pieces were retrieved. The surgeon laid out all of the pieces that were retrieved but was not sure that all of the pieces were found.